Manufacturer narrative:
(B) (4). The ge service rep found power supply b420 was defective. He corrected the problem and the system operates as intended.

Event description:
The customer reported that the system did not boot up and the monitors were flickering. No pt injury was reported.